Manufacturer narrative:
(B)(4)

Event description:
On (B)(6) 2018, the patient contacted lifescan (lfs) alleging that her onetouch verio flex meter was reading inaccurately high compared to feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged issue first began on (B)(6) 2018, in the afternoon. The patient reported that she obtained an alleged inaccurately high blood glucose results of ¿370, 221 and 365mg/dl¿ on the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of inaccuracy. The patient manages her diabetes with insulin (self-adjuster) ¿lantus 45 and humalog 10¿and denied making any change to her usual diabetes management routine in response to the alleged product issue. The patient reported than about 2 hours after the alleged product issued began she experienced symptoms of ¿shaky, sweating, heart pounding and dizzy¿. The patient denied receiving any treatment. At the time of trouble shooting, the cca confirmed that the subject meter was set to the correct unit of measure. The control solution test had not been manually selected on the subject meter and the patient did not have control solution to complete a test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began.

Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.